Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. The field service engineer cleared the debris in tray, reseated the cubie pockets and replaced control board, drawer board, and position sensor and checked the functionality through hardware test application. Customer recovered drawer and inventoried. Preventative maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, unable to perform drawer recovery. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.